Event description:
It was reported the patient began experiencing increased pain, nausea and vomiting as a result of withdrawal following a refill of her intrathecal drug delivery pump in 2005. The refill included an unspecified concentration change of the hydromorphone to allow for an increased length of time between refills. After a second attempt to administer pain [medication] through the pump her condition worsened. The patient was transferred to an emergency medical facility. Shortly thereafter the patient suffered cardiac arrest, and later died on eight days later.

Manufacturer narrative:
.